Manufacturer narrative:
Manufacturing review: a manufacturing related issue was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaints have been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a breakage of the black outer sheath was confirmed. It could be also confirmed that the stent had been successfully deployed by means of the deployment mechanism. Besides the breakage of the outer sheath the system was found in good condition and during evaluation the system could be easily flushed and a system compatible guidewire could be easily inserted and fully advanced. As a result of the investigation performed the complaint was confirmed. However, based on the available information and evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used.' In regards to balloon pre dilation, the IFU states: 'predilation of the lesion should be performed using standard techniques.'

Event description:
It was reported that during advancement over the guidewire to the right sfa via a contralateral approach alleged resistance was felt, and a pop sound was felt as if the system came loose from the handle grip. Reportedly, the tracking vessel was calcified and the lesion was not pre dilated. The stent could be deployed without excessive force and the system could be withdrawn without difficulty. Reportedly, another stent delivery system was used to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement over the guidewire to the right sfa via a contralateral approach alleged resistance was felt, and the stent allegedly prematurely deployed. Reportedly, another stent delivery system was used to continue the procedure. There was no reported patient injury.